Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's grandmother reported via phone call that she was hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 584 mg/dl at the time of the incident. The customer's blood glucose was 172 mg/dl at the time of call. The customer's grandmother performed troubleshooting and did not found any issues on the insulin pump. The date of the hospitalization was (B)(6) 2015. The customer's grandmother performed high pressure test and the insulin pump passed. The customer's grandmother was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.